Manufacturer narrative:
(B)(4). Batch # p9480t. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken after using for half hour. Changed to another scalpel to complete the surgery. There was no patient consequence reported. No additional information can be provided.